Event description:
During the implant procedure, high defibrillation impedance on the right ventricular (rv) lead was noted possibly due to patient anatomy. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual and x-ray analysis did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.